Event description:
It was reported that during a labrum repair, the implant broke on insertion and was not able to be removed. While inserting the implant, the final 1/3 (last thread) of the implant broke off. Fixation was tested and deemed acceptable by the surgeon. Bone prep was completed with a drill. Patient bone quality was reported as hard. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer,device will not be returned.